Manufacturer narrative:
(B)(4). Method: the four complaint rt380 adult dual-heated evaqua2 breathing circuits were returned to fph in (B)(4) for evaluation. The subject breathing circuits were visually inspected. Results: visual inspection revealed that for device #1, the proximal connector and collar were found cracked. The evaqua2 tube was found brittle and degraded. For device #2, the expiratory elbow was found cracked and the evaqua2 tube was also found brittle and degraded near the patient end. For device #3, the expiratory elbow and the proximal collar were found cracked. The proximal connector was missing and could therefore not be investigated. The evaqua2 tube was found brittle and degraded near the patient end as well. A note in german was noticed on the bag with "27 tage" (engl. Translation: 27 days), indicating that the device was potentially used for 27 days. For device #4, the expiratory elbow and proximal collar were found cracked. A lot check was not performed as lot information was not provided. Conclusion: the hospital informed fph that the hospital is disinfecting breathing circuit systems before use with an alcoholic rapid disinfectant. Therefore, it is possible that the affected breathing circuits came into contact with a chemical solution, resulting in environmental stress cracking of the connectors and leading to a degradation of the expiratory limbs. Also, one of the returned complaint devices had a note on the bag, indicating that the device was potentially used for 27 days. The rt380 adult breathing circuits are intended to be used for a maximum of 14 days, as stated in the user instructions that accompany the rt380 circuits. All rt380 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; this product is intended to be used for a maximum of 14 days.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the connection part of the expiratory limb of four rt380 adult dual heated evaqua2 breathing circuits has been found cracked after six and 27 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare ne(B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the connection part of the expiratory limb of four rt380 adult dual heated evaqua2 breathing circuits has been found cracked after six and 27 days of use. No patient consequence was reported.